Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), migraine ("migraine"), tooth disorder ("dental problem"), nervous system disorder ("nuero condit/problem"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), anaemia ("anemia") and vaginal discharge ("abnormal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, urinary tract disorder, urinary tract infection, migraine, tooth disorder, nervous system disorder, gastrointestinal disorder, alopecia, anaemia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, device dislocation, gastrointestinal disorder, genital haemorrhage, hypersensitivity, migraine, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for urinary problems, uti, migraine, dental probs., nuero condit/problem, gi conditions and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of implant updated. Event injury was updated to pelvic pain. Following events were added: migration, general abnormal bleeding, abdominal pain, allergy, urinary problems, urinary tract infection, migraine, dental problems, neuro condit/problem, gi conditions, hair loss, anemia and abnormal discharge. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: unknown') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain (lower back pain), constipation, abdominal pain and fever. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), tooth disorder ("dental problem"), alopecia ("hair loss") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced urinary tract disorder ("urinary problems"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: uti"), anaemia ("anemia/ blood or heart disorder/condition type: anemia") and bladder disorder ("bladder disorder"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal discharge ("abnormal discharge/ vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, hypersensitivity, urinary tract disorder, urinary tract infection, migraine, tooth disorder, alopecia, anaemia, vaginal discharge, bladder disorder, amnesia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anaemia, bladder disorder, device dislocation, genital haemorrhage, hypersensitivity, migraine, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for urinary problems, uti, migraine, dental probs., nuero condit/problem, gi conditions and hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: procedure: CT abdomen/pelvis with IV contrast only clinical history: pain, fever. Impression: multiple enlarged para-aortic and bilateral iliac chain lymph nodes measuring up to 1.9 x 0.7 cm may be reactive or from lymphoproliferative process and may be reassessed in 3-6 months. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, urinary tract infection, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Essure start date updated. Other relevant history and lab data updated. Events: bladder disorder added. Neurological conditions or problems type updated to memory loss, gastrointestinal or digestive system condition type updated to bloating. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.